Manufacturer narrative:
(B)(4). The pump has been received for evaluation, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility representative reported overinfusion due to a flo-gard pump during a patient use. A (B)(6) year old female patient, weighing (B)(6) lbs was admitted to the ER with a condition of exacerbation of asthma on (B)(6) 2007 around 8 am. The patient was given a valium to calm her down. The patient was moved to another room to start the infusion of aminophyline (a broncho-dilator drug). The infusion was started at 12 pm, set at the rate of (B)(6) cc's/hour with the total volume of (B)(6) cc's to be infused over approximately 11.25 hours. The patient was checked upon periodically to take vitals during this infusion. At about 5pm, the pump alarmed fro air and the nurse went in to check on the patient. The IV bag was completely empty but th pump read that there was (B)(6) cc's still left to be infused. The patient complained of jitteriness, headache, and slight nausea but was oriented. She was monitored during her stay overnight but no medical intervention needed to be done to counter the effect of the reported overinfusion.